Manufacturer narrative:
Analysis of programming history.

Event description:
During review of a vns patient's programming history, it was noted a partial programming event occurred on (B)(6) 2008 and the patient left the office with the vns disabled. The settings were corrected at the next office visit on (B)(6) 2008.